Event description:
Information was received on (B)(6) 2015 from the patient's last known physician. The physician indicated that the death was not believed to be related to vns therapy. The physician stated that vns helped the patient with seizure reduction. The cause of death is unknown to the physician and he states no autopsy was performed. Patient was compliant with aeds.

Event description:
It was reported on (B)(6) 2015 that this patient passed away on (B)(6) 2015 at the ER at (B)(6) hospital. The patient was buried with the vns device so it is not available for return. Attempts have been made for the cause of death but have been unsuccessful to date.